Event description:
The pt experienced cessation of therapy. Symptoms included increased spasticity, itching, twitching, and mood swings. The pt was supplemented with oral baclofen and didn't suffer any serious side effects. A dye study was attempted. The hcp was unable to withdraw cerebrospinal fluid through the catheter access port in a dye study. A catheter revision was scheduled. The pt insisted that the pump be explanted. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). (B) (4). The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.